Event description:
It was reported that the patient had been hospitalized in the ICU with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 600 mg/dl. It was also reported that the patient lost the pdm and did not know to activate the pod they would need the pod. Symptoms reported include hyperglycemia, confusion, pain, nausea, and diarrhea. The patient was treated with insulin drip, potassium , supplement insulin, and fluids. The patient was still in the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.